Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient noted a shock from the pacemaker while lying on their left side. Physician confirmation of whether the shock was inappropriate or not was not obtained despite follow up attempts. The device is still in use. No further patient complications were noted as a result of this event.